Event description:
It was reported that the patients pocket site was swollen after the physician restitching the pocket site due to seepage. It was also noted that the surgical wound at the pocket site was still open and continued to weep, itching and there was increase fluid discharge. The physician performed pocket wash due to the small amount of drainage. Additional information received that the patient underwent ipg explant procedure due to healing issues. The patient was doing well postoperatively. The explanted ipg was discarded by the facility. .

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was swollen after the physician restitching the pocket site due to seepage. It was also noted that the surgical wound at the pocket site was still open and continued to weep, itching and there was increase fluid discharge. The physician performed pocket wash due to the small amount of drainage. .